Event description:
The patient called to report multiple no delivery alarms for the past four days. The patient has cleared the alarms and even changed the battery, but continues to get the alarms. The patient also reported cracks along the reservoir chamber of the pump. The patient stated she was in a car accident, and was hospitalized on (B)(6) 2014 with a bg of 800 mg/dl. The patient stated she was treated and released. During the call, the patient was experiencing high bgs, and couldn't treat due to the no delivery alarms. Offered to call the paramedics several times, but the patient declined. She only wanted the pump replaced. Advised that pump was out of warranty, and gave her the options she had. The patient did not agree to the terms. Troubleshooting was performed, and the pump passed the prime test. Removed the infusion set, and found that there was blood in the cannula. Advised that the blood could have been the reason for the no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.